Manufacturer narrative:
Product ID: 97715, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2018-jun-01. It was noted that the hospital protocol was to keep the explant so the lead was not returned. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) non-malignant pain. It was reported that the an explant procedure was performed on (B)(6) 2018. The doctor attempted to explant a suborbital lead. When they pulled on the lead from the incision on the side of the patient's face, the lead broke resulting in six contacts remaining in the patient. The rest of the broken lead will be returned to the manufacturer for analysis. The lead was replaced on (B)(6) 2018, which resolved the reported issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2018 confirming that the patient was now getting excellent therapy. No further complications were reported.